Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the patient implantable cardioverter defibrillator was post-paced t-wave over-sensing. Programming changes were made. The patient was stable throughout.